Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 659mg/dl. The customer's current blood glucose is 192 mg/dl. The customer did experienced the symptoms such as nausea and difficulty in breathing. The customer was treated by manual injection and insulin drip. Troubleshooting was declined by customer. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer did not allege pump was under delivering. The insulin pump will not returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop current and run current measurement tests are within specification. Unit also passed off no power alarm test and the delivery accuracy test at 0.08770 inches. No unexpected low battery alarm or unexpected off no power alarm noted during testing. Device was unable to prime during prime test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test or verify unexpected no delivery alarm due to prime anomaly. Device had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker.